Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. It was unable to perform the displacement test due to keypad anomaly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was trying to clear a low reservoir alert and found that the esc button on the insulin pump was not responding. The customer stated she went to put the insulin pump in her pocket and it accidently fell. Blood glucose value was 194 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.